Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact alleged that the pump unexpectedly changed the basal rate. Reportedly, the settings are only changed at the health care provider's (hcp) office, and the most recent visits had been on (B)(6) 2017 and (B)(6) 2017; however, the pump logbook showed that the basal rate had been changed on (B)(6) 2017. Review of the customer's logs by tandem technical support showed that the profile segment had been change on (B)(6) 2017 with 0.8 units/hour at midnight and 0.6 units/ hour at 11 am and showed that the screen had been unlocked and the entries had been input by the user. The customer confirmed the segment changes, and acknowledged it was due to user error. There was no impact to the customer's blood glucose level.